Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface left (sasi) device opened during the ventral femoral cut. It was reported that this interrupted the connection and the system displayed an error message and the surgeon had to shut down the clinical application. It was reported that the surgeon switched to a manual procedure. That connects to the saw handpiece was very loose. It was reported that the device was being used with a base station device. It was reported that there was a 15 minute delay in the procedure. It was reported that the procedure was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was not returned. Although the saw interface was not returned, the reported event can be confirmed as the issue resulted in connection interrupted and the system displayed an error message. The investigation showed that on intake, it was confirmed that the sasi was found to be unlatched during resection, which lead to an application-terminating error. The actual cause of the device to become unclasped is not known since the device was not returned. The assignable root cause could not be established.